Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, a missing end cap sticker, and a cracked case near the display window corners were noted during the visual inspection. The pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test and the motor error alarmed during the basic occlusion test due to moisture damage noted in force sensor resistor. The motor tested ok.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he got a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 176 mg/dl. Customer was advised to disconnect from the pump. Customer stated that it would get to the end of the reservoir and give a motor error alarm. Customer stated that this has been happening for the past 3 months. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.